Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: interim manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. A kink was found on the catheter tubing near the y-fitting approximately 74.9cm from the iab tip. Additionally the optical fiber was found to be broken near the kinked location within the catheter tubing approximately 76.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).